Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204: belt/monitor unusable, service code 107: multiple abnormal shutdowns, belt connection issues) has been confirmed. Upon investigation the trunk cable connector was physically damaged and the latches were broken, preventing the belt from to securely connecting to a monitor. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient was experiencing belt connection issues.